Event description:
It was reported that during the implant the lead was placed in the left bundle branch and on the first attempt the pacing thresholds were high. The lead was thus repositioned to a different location but the pacing thresholds remained high. A different location was identified and attempted but when doing impedance testing the values were high and out of range thus it was decided to remove the lead. Fluoroscopy was done and a retracted helix was seen. When the lead was removed the helix was twisted and deformed preventing the lead to be implanted again. The lead was not used and was disposed. No adverse patient effects were reported.

Event description:
It was reported that during the implant the lead was placed in the left bundle branch and on the first attempt the pacing thresholds were high. The lead was thus repositioned to a different location, but the pacing thresholds remained high. A different location was identified and attempted but when doing impedance testing the values were high and out of range thus it was decided to remove the lead. Fluoroscopy was done and a retracted helix was seen. When the lead was removed the helix was twisted and deformed preventing the lead to be implanted again. The lead was not used and not expected to be returned as it was disposed. No adverse patient effects were reported.